Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complaint: same as reporter. An email with event notification was received on (B)(6) 2014. There was a delay in documenting as the serial number was not provided. This was provided on (B)(6) 2014. Customer reported a bowl leak that occurred on (B)(6) 2014. Customer noticed during drawing cycle 4. The treatment was not started. Photos were submitted by the customer for investigation.

Manufacturer narrative:
Batch record review: a review of lot file a721 was performed. There were no non-conformances associated with this lot. The following was noted during lot release testing: blood leak alarm (checked for leak, none found, restarted testing) this lot met all release requirements. A review of complaints received for lot a721 was performed. There was one other centrifuge bowl leak reported at the time of the investigation. No trends were detected. Photos were submitted by the customer for investigation at the time of this report, the investigation is still ongoing. Therefore, a root cause cannot yet be determined, (B)(4).